Manufacturer narrative:
(B)(4). Teleflex performed a complete evaluation of the reported complaint. An 8fr saf sheath and dilator was returned and the reported complaint of dilator hub separated is confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot number at this account with no relevant findings. Teleflex will monitor for similar trends.

Event description:
It was reported that while using the sheath for the procedure the upper part between the hub and the tissue dilator broke. As a result, the medical doctor (md) in the cath lab requested a new set for use, and the procedure was completed successfully. There was no reported patient death, injury or complications. There were no reported delays or interruptions in the procedure. Medical / surgical intervention was not required. The outcome was successful. The insertion was the femoral site and the md used another set successfully.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while using the sheath for the procedure the upper part between the hub and the tissue dilator broke. As a result, the medical doctor (md) in the cath lab requested a new set for use, and the procedure was completed successfully. There was no reported patient death, injury or complications. There were no reported delays or interruptions in the procedure. Medical / surgical intervention was not required. The outcome was successful. The insertion was the femoral site and the md used another set successfully.